Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, lens was loaded in the company cartridge with company injector using amvisc plus. When implanting the trailing haptic was stuck on the anterior surface and was released in 30 seconds using a second instrument. Doctor then notice crack in the optic. Doctor thought the lens may have been sitting in the cartridge at an angle when loaded which caused additional pressure on the lens. When implanting the injector felt smooth no resistance lens was explanted and new lens implanted. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. Damage to the intraocular lens (iol) was observed on the returned photo. Photo provided shows an implanted iol. There appears to be a dark mark/line on the optic. The complainant indicates the use of amvisc plus as a viscoelastic which is not qualified for use with the associated iol model. Doctor thought the iol may have been sitting in the cartridge at an angle when loaded which caused additional pressure on the iol. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).